Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. Review of the medical records provided show the patient had a fungal peritonitis. There was no allegation against fresenius products. The fungal peritonitis is unlikely caused by fresenius peritoneal dialysis products and likely due to technique failure.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient was diagnosed with fungal peritonitis. The patient was hospitalized from (B)(6) 2016 for the peritonitis. The patient's pd catheter was removed and the patient was transferred to hemodialysis treatment.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.